Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error and a cartridge detection notification occurred. A new cartridge was successfully loaded to address the issues. The customer's blood glucose level was 118mg/dl.